Manufacturer narrative:
(B)(4). The device involved or a picture of the alleged defect, was not received for evaluation by the manufacturer at the time of this report. The device history record of the lot number reported has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. It is necessary to have the physical sample in order to perform a proper investigation to confirm the alleged defect and determine a root cause. Customer complaint cannot be confirmed. Root cause is unknown. No corrective action can be assigned at this time. If the device becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the connector of the nebulizer adaptor detached from the adaptor while in use so the aquapak fell on the floor." Alleged issue reported occurred during use. No patient injury was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. During the visual inspection it was detected that the sample was received in its original package. The sample was tested on the oxygen entrainment test with no functional issues. As an additional test the sample was tested on the oxygen entrainment test using a bottle of sterile water connected to the nebulizer adaptor in order to simulating the use of the customer and no issues were detected. Based on the investigation performed, the reported complaint could not be confirmed. There were no issued found with the returned device.

Event description:
Customer complaint alleges "the connector of the nebulizer adaptor detached from the adaptor while in use so the aquapak fell on the floor." Alleged issue reported occurred during use. No patient injury was reported. Patient condition reported as fine.